Manufacturer narrative:
(B)(4). Additional information: the device was received with a staple and tissue stuck in the jaws at the distal side. Due to the device returned condition the jaws could not be opened and not all functional testing could be performed with the gen11, however, due to the staple in the jaws a short would occur when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. This was not confirmed during the analysis. Upon additional inspection it was noted that the lever was loose. The instrument was disassembled to inspect the internal components and it was noted that the internal mechanism of the lever was damaged, this caused this last component to be nonfunctional. Care should be taken not to fire the device over staples and allow thick and fibrous tissues to denature prior to I-blade advancement to avoid applying excessive force on the device.

Event description:
It was reported that during a laparotomy with splenectomy and gastrostomy procedure, the surgeon reported that after using the device extensively throughout the case, he closed the jaws, activated energy and advanced the knife. The generator gave an error message to replace instrument. The surgeon attempted to open the jaws but the device would not open after multiple attempts. The surgeon left the mesenteric tissue in the jaws and cut around the jaws to free the instrument. The surgeon completed the case as he normally would, and did not have further need for the enseal device during this procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.